Event description:
It was reported that the device was at elective replacement indicator thirty seven months after implant. It was further reported that the left ventricular lead had rising and high impedance that triggered a lead alert. At the device change out, the lead impedance tested normal through the analyzer but was high through the new device. The lead function was normal so the lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at elective replacement indicator thirty seven months after implant. It was further reported that the left ventricular lead had rising and high impedance that triggered a lead alert. At the device change out, the lead impedance tested normal through the analyzer but was high through the new device. The lead function was normal so the lead remains in use. The device was explanted and replaced. It was further reported that the left ventricular lead continued to have high impedance with the new device as well as intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:10. Daily pace lead impedance trend data show various spike increases for lv perm pace impedance= 532 to 4047 ohms peak between (B)(4) 2012. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.634 to 2.630 volts between (B)(4) 2012, is before device rrt<= 2.6251 volt. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Sensing - oversensing 15 - ventricular nst<=210 ms between (B)(4) 2012 09:24:26 and (B)(4) 2012 05:48:49. Std review - lead integrity alert triggered. 1 - patient alert for lead failure predictor on (B)(4) 2012 10:03:51. Impedance - high resistance/impedance 1 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:10. Weekly pace lead impedance trend data show high impedance for max lvperm pace impedance = 4047 ohms between (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:10. Daily pace lead impedance trend data show various spike increases for lv perm pace impedance= 532 to 4047 ohms peak between (B)(6) 2012. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file 30161308 shows min bat=2.634 to 2.630 volts between (B)(6) 2012, is before device rrt<= 2.6251 volt.